Event description:
The patient presented to the clinic with loss of sensing and loss of capture. Lead dislodgement was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.